Event description:
The following was reported to hamilton medical ag: summary:technical event: (B)(4) due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replaced defective component.

Event description:
The following was reported, to hamilton medical ag: summary: technical event: 231009, due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. The blower speed is lower, than the target speed-5% for more than 5s. Correction: replaced defective component. ----------------------------------------------------------------------------------- hamilton medical ag complaint number: (B)(4). Follow-up 1: corrected information: **UDI related data quality updates only** field d4: was updated with full UDI information. Updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.